Manufacturer narrative:
Technical services and engineering discussed the issue with the clinician and indicated that the change was most likely due to current bins changing due to a slight change in lead impedance. They indicated this was normal device function. The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. New information became available that this device was electively replaced without incident.

Event description:
Boston scientific received information that six months ago, this device reached it's elective replacement time and had a magnet rate of 90 ppm. Three months later, it had a magnet rate of 90 ppm. However, during a recent transtelephonic monitoring session, it had a magnet rate of 100 ppm. No programming changes had been made in this time.